Manufacturer narrative:
The customer did not request service. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient experienced an iris prolapse when making the incision. The case was continued by a more experienced surgeon who had to cut part of the iris from the area of the main incision. A significant amount of ophthalmic viscoelastic device (ovd) was used. When phacoemulsification phase was started the patient experienced a wound burn. The surgeon noted that the ovd was sufficiently removed form the area before ultrasound was delivered. The surgery was completed and the wound was closed using three sutures. The patient will return for follow up.